Manufacturer narrative:
Continuation of d10: 459888 lead implanted (B)(6) 2017; 6935m55 lead implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in pacing impedances which appeared to be related to scar tissue buildup at the lead tip. In addition, the lead triggered an alert for high/undefined impedances. The rv lead impedance alert was turned off and the lead was subsequently explanted and replaced. It was also reported that the right atrial (ra) lead was explanted and replaced at the time of rv lead revision due to dislodgement. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.